Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the doctor confirms that since for the whole surgical procedure, in random way, in same moments the blade didn't slip well consequently it was difficult to open the branches, so they tried to clean the instrument. After cleaning, out of patient, they tried to re-close branches and slide the blade to check if the situation had improved. At that point the instrument remain closed and they were no longer able to open it. No consequences on the patient. To complete the surgical procedure they used another x1.

Event description:
It was reported that during an unknown procedure, not in every cut but in an unpredictable way the blade did not pass smoothly through the tissue, consequently it was difficult to open the pistol grip. At the end it was not possible to open the pistol grip. This last problem occurred outside the patient. To perform surgery it was necessary to open another enseal. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage.  The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. In addition the knife was advanced and returned unaided every time. The jaw gap was found to be within specification for this device.  No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.